Event description:
It was reported that the patient presented to the hospital due to atrial fibrillation resulted from patient's health conditions and recent valve surgery. Interrogation of the pulse generator noted that the pulse generator exhibited under-sensing. Programming changes were made. The patient was in stable condition.